Manufacturer narrative:
(B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced two infusion set fell off event on (B)(6) 2024 . The glucose level was around 9 mmol/l. The infusion set was in use for almost 2 days. No further information available.